Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was removed so that the patient could get an MRI and also because it stopped working. When it was removed the tip got stuck in the patient's t2. The patient reported that they could not get an MRI with the tip in the patient's body. No further complications were reported.